Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, there was oxidation on the pins of the j1002 and j1003 connectors. The cause of the code 102 and pulse test failure is the oxidation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 102.